Event description:
It was reported the patient's heart rate and blood pressure dropped after being sedated during the procedure to implant an indirect decompression spacer. The procedure was aborted, and the patient was taken to recovery for observation. The patient fully recovered and was released from the hospital.